Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead in segments returned and analyzed. It was observed that the helix was distorted/bent , blood was found in/on helix mechanism, and the lead was stretched; apparent explant damage.

Event description:
It was reported the atrial lead may have dropped into the ventricle. The lead was replaced. No patient complications have been reported as a result of this event.